Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device was failing calibration for an error 5 and discussed this was indicative of a failing circulation pump.sys hours were approximately and 3600 and no record of pump replacement. They discussed repair options and stated that they would discuss options with management and come up with a repair strategy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a circulation pump component failure. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "any unauthorized equipment repair performed during the warranty period will void the warranty. All returns must be authorized in advance by bard. The liability of bard under this product warranty does not extend to any abuse, accidental damage, misuse, improper storage, alteration, further manufacture, packaging or processing, accidental damage or damage from misuse of equipment, damage caused by using tap water rather than distilled water, routine maintenance, recalibration, or its repair by any person or entity not authorized by a bard representative." And "non-warranty service parts and service are available for a fee through customer service for equipment no longer under warranty. If requested, bard can provide an estimate of the cost of factory repair. Bard will require a purchase order from the customer in order to initiate the repair service. If it is later determined the equipment requires repair which exceeds the original estimate, bard will contact the customer for authorization prior to proceeding with the repair. Bard will attempt to maintain parts inventory for equipment a minimum of six years beyond the end of production." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 5 and discussed this was indicative of a failing circulation pump. System hours were approximately and 3600 and no record of pump replacement. They attempted to repair the device with parts source refurbished parts and the device would not fill. They requested a quote for a loaner and the 2000 hour service. Per follow up information received via email on 06apr2024, device was being sent in for repair, they tried to do it ourselves but we used refurbished parts and were still having issues. Issue was not resolved. Replaced mixing, circulation pump and heater that were refurbished from parts source, did not solve issue. No patient involvement as original issue was having trouble calibrating the unit during pm. Per depot repair service on 24apr2024, it was reported that refurbished parts were installed as a repair, bolts were missing from the device, pressure transducer gave false reading.